Event description:
The dealer alleges that the tilt will not come down all the way. Tech and the dealer attempted to recalibrate the actuator and did not resolve the issues. The dealer has no further information to provide.